Event description:
The doctor's office reported that there was malposition and asymmetry. On the patient's annual questionnaire for the bifs study, the patient reported having had left side moderate breast pain. Later, healthcare professional reported "breast reconstruction". Device has been explanted.

Manufacturer narrative:
Corrected data: no voluntary medwatch has been received for this complaint. The number previously submitted in the initial medwatch (mw779596) was done so in error.

Event description:
The doctor's office reported that there was malposition and asymmetry. On the patient's annual questionnaire for the bifs study, the patient reported having had left side moderate breast pain. Later, healthcare professional reported "breast reconstruction". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and pain. Information contained in this report was previously submitted through asr / psr on 28-jul-2010. For asr mw779596.